Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device reevaluated within 90 days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of review of device memory confirmed that a low voltage alertcode 1003) was recorded. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the code 1003 indicative of battery voltage too low for the projected remaining capacity was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device reevaluated within 90 days. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device reevaluated within 90 days. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.